Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident.

Event description:
It was reported that the patient with this device heard tones during a remote interrogation. An engineering data review illustrated the device was possibly exhibiting a battery anomaly and should be replaced. To date, no intervention has taken place and no resulting adverse patient effects have been observed.

Event description:
It was reported that the patient with this device heard tones during a remote interrogation. An engineering data review illustrated the device was possibly exhibiting a battery anomaly and should be replaced. To date, no intervention has taken place and no resulting adverse patient effects have been observed. Subsequently and due to the covid delay, the device was explanted returned for a longevity evaluation. No adverse effects reported during the replacement procedure.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident.

Event description:
It was reported that the patient with this device heard tones during a remote interrogation. An engineering data review illustrated the device was possibly exhibiting a battery anomaly and should be replaced. To date, no intervention has taken place and no resulting adverse patient effects have been observed. Subsequently and due to the covid delay, the device was explanted returned for a longevity evaluation. No adverse effects reported during the replacement procedure.